Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-04398. It was reported the patient was having trouble with the scs system. The sjm representative contacted the patient to determine the issue. It was reported the patient had not used the stimulation because it was ineffective in resolving his pain. It was reported the physician had discussed surgical intervention to provide a surgical lead replacement. It was reported the patient did not want further intervention at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.